Event description:
It was reported that the patients implantable pulse generator (ipg) was visible and coming out of incision. Infection ran all the way up to the lead. The physician did not believe that the infection was device or procedure related. The patient was placed on antibiotic and all components were explanted. The explanted products were discarded per hospital policy and patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7091373. UDI: (B)(4).